Manufacturer narrative:
Investigation summary: bd received 1 sample from the customer in support of this complaint and one photograph was provided which indicated that the defect of missing tube label. Additionally, in evaluation of the 100 retained tubes from this lot number identified no further examples of missing labels. Bd was able to confirm the customer¿s indicated failure mode of missing tube label based on the photograph and sample provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the paxgene® blood dna tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: there was "missing product label."